Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the core involved with this complaint and completed the device evaluation. Failure analysis was unable to reproduce the reported issue. The core was installed into the test system and it passed 10 power cycles and it also passed when turning on/off manually several times. There was no trouble found with this core. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was no video on the vision side cart (vsc) and no video or power to the surgeon side console (ssc). The customer observed a message on the ssc stating that there was no connection to the vsc. He intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer verify fiber cable connections and to ensure the circuit breakers were in the on position but the issue could not be resolved. At that time, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. On 09-jul-2018, isi received the following additional information regarding the reported event: according to the robotics coordinator, the troubleshooting performed did not resolve the issue and therefore the surgeon converted the procedure to laparoscopic. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the site and was able to reproduce the reported failure. To resolve the issue, the fse replaced the core. The core in located on the vsc and contains the electronics for advanced processing of the video image and system control algorithms.